Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, when inserting the right ventricular lead the patient went into complex heart block without ventricular escape. During the emergency the implanting physician had to reposition the pacing alligator clips several times to gain or maintain connection during lead testing during case. The physician was extremely upset and was not confident in the electrical results. He stated that the design of the attachment tool was very poor and the urgency of the situation highlighted its deficiencies. The lead was implanted. No further patient complications have been reported as a result of this event.